Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 drawer 2.1 pocket d1, d3 and d5 not detected on bus and failed to release. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the row board was defective. A field service engineer cleaned the row board connections on both ends, but the issue persisted. The engineer removed and replaced the row board and verified operational status. A proactive inspection was also performed. All components tested successfully in the hardware test application and application interface. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2 drawer 2.1 pocket d1, d3 and d5 not detected on bus and failed to release. The customer reported that there was a delay in dispensing the medication and they had used an alternative station to obtain the medications. There were no adverse events or injuries reported based on this event.